Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: endostitch would not open or close once suture was loaded. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.